Event description:
It was reported there was long charge time. The device was explanted and subsequently tested out of specification. No patient complications have been reported since the device was removed from service.